Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The patient stated they had to move the ins up the back from the current position because the site was sore. The patient was working with their physician regarding this. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37711, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID 377875, lot # v005499, implanted: (B)(6) 2006, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 377760, lot # v004333, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).